Event description:
Medics responded to a person described as in cardiac arrest due to trauma (gunshot wound to head). According to the report, when the device was attached to the pt to initiate defibrillation, the device's screen read "monitor only" and would not analyze or shock the pt. The pt was not resuscitated.